Manufacturer narrative:
Product not yet returned for eval. Internal report # (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Her readings 90-110 in morning fasting results in memory: (B)(6) 2013, 128 pm, 64; (B)(6) 2013, 709 am, 63; (B)(6) 2013, 825 am, 79; (B)(6) 2013, 723 am, 97; (B)(6)2013, 708 am, 109; (B)(6) 2013, 605 am, 94. Back to back blood test 129, 119. Based on the customers expected results (90-110) and the lowest result in memory (63). The complaint is reportable. (Zone b/c). Adverse event not reported.